Event description:
The daughter of a (B)(6) male pt called zoll customer support to report that the pt's monitor would not power up. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (will not power up) was confirmed. Upon investigation the monitor failed to power up. The cause for the power-up failure was isolated to corrupt flash memory programming. After reprogramming the flash memory, the monitor powered up normally. The root cause for the corrupt programming could not be positively identified. No adverse event resulted from the defective monitor. The pt received a replacement monitor.